Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A system checkout was not required as resolution of the issue was confirmed at the time of the event. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that when launching the system¿s software, the surgeon profiles were missing. The surgery was completed without navigation and there was no impact on patient outcome. The manufacturer representative (mr) uninstalled the ear, nose & throat (ent) software, but received an installation failure while attempting to reload. The mr wiped off the bottom of the disc and tried again. The installation worked. The same issue occurred with the tools 7 disc but was unable to be resolved. The mr returned to the ent software and the surgeon profiles were restored.